Manufacturer narrative:
No reagent lot information with expiration dates was provided. The field service engineer (fse) found the main water pump pressure was too low and adjusted it. The investigation determined the issue identified by the fse (system water pressure) was the cause of the event. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for elecsys dhea-s (dhea-s), elecsys afp (afp), elecsys cea (cea) and elecsys insulin (insulin) on a cobas e 801 analytical unit. It is not clear if the discrepant results are from one patient sample or if they are from different patient samples. The initial dhea-s result was 68.4 microgr/dl. The repeat result was 226 microgr/dl. The repeat results from a different analyzer were 112 microgr/dl and 120 microgr/dl. The initial afp result was 11 ng/ml. The repeat results from a different analyzer were 1.18 ng/ml and 1.1 ng/ml. The initial cea result was 28.8 ui/ml. The repeat results from a different analyzer were 8.02 ng/ml and 6.65 ng/ml. The initial insulin result was 73.5 microu/ml. The repeat results from 2 different analyzers were 35.1 microu/ml and 36.8 microu/ml.